Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical conducted preliminary analysis and indicates that the issue might be related to main electronics. A vyaire service technician replaced the main board and the unit is now working. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e screen had frozen. The ventilator continued to ventilate but the clinician wasn't able to restart or changed the setting of the machine. They changed the unit and transferred the patient to another ventilator. The clinician were not aware of any patient harm at this time however data has been already submitted. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: exact root cause not established. The issue must be caused by the epc. The cfb logs are there (B)(6) 2021 09:50:45 until (B)(6) 2021 12:16:10. No shut-down event visible. Cfb logs are showing that the ventilation continued as expected and that the unit alarmed visually and acoustically. Despite many tests performed by imt ag on similar returned parts, the issue was still not reproducible. Investigation will be continued under I-ch-21-008. As the failure rate is within the expected range as per our risk files, decided to close this complaint. As a resolution the mainboard has been replaced as well as the main assembly.

Event description:
The customer reported that the bellavista 1000 alarmed blower failure. The customer confirmed that there was no patient associated with the event.